Event description:
Patient reported central low pelvic and vaginal pain to her physician after uncomplicated essure placement. A total vaginal hysterectomy and salpingectomy were performed and the essure micro-inserts were removed. Patient also has a possible nickel allergy as she recalled that "cheap jewelry" caused her to break out in the past and she has only worn "good" jewelry in recent years. It is unknown whether a dermatological skin test was performed on the patient; additionally, there is no information on whether the physician believes patient's symptoms are related to the reported nickel allergy.

Manufacturer narrative:
(B)(4).